Event description:
It was reported that there was noise on the right ventricular (rv) channel of the implanted device. Two non-sustained events were recorded as ventricular fibrillation due to oversensing of the noise. Physical maneuvers were performed, and parameters were stable; however, there were some artifacts due to myopotentials that were not sensed. Lead fracture was possible, but not confirmed, and it was planned to closely monitor the rv lead through follow-up. The lead remains in service and no adverse patient effects were reported. It was additionally reported that additional episodes of noise were sensed as vf. The physician decided to replace the lead (replacement occurred in (B)(6) 2022). It was not reported that the lead would be returned for analysis.